Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator(ins). The reason for call was caller stated that the patient has not used her stimulator in a while and they tried to put it in MRI mode but the battery is dead. Caller stated the handset lights up but the communicator does not. Caller plugged it in for about a half hour and it is not showing the light to charge. Technical services (tss) reviewed to charge communicator longer. Tss reviewed ins should also be charged as the patient noted they have not charged since feb when the ins was turned off. The issue was not resolved through troubleshooting. MRI will need to be rescheduled. The patient was redirected to their healthcare provider to further address the issue. Patient called back on (B)(6) 2026 and mentioned previous information in this case. Patient turned their stimulation off in february because they had some other nerve problems and the implant seemed to be aggravate their nerves. Patient went in for an MRI 2 weeks ago. During the call patient confirmed only the communicator cord was plugged into the adapter. No damages on the cord. Patient plugged the cord but there was no light on the communicator. Patient pressed the power button but there was still no light. Patient plugged the adapter into another outlet but there was no light on the communicator. Patient unplugged the cord and reset the communicator but there was still no light. A replacement communicator was sent out.